Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt was needing a thoracic MRI. The caller stated the pt developed post operative paraparesis after the implant surgery. The caller noted the ins was not turned on, and the lead tip was not in the spinal epidural space; it was in the paraspinal space.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: (B)(6) 2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2024 , product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep). The rep reported a patient symptom of bilateral lower extremity weakness. It was unknown if the issue was resolved. The patient was admitted to the hospital several hours after the paddle lead placement via thoracic laminectomy. The patient developed weakness on both legs. A CT scan revealed no evidence of epidural hematoma. The hcp decided to take the patient back to the operating room (or) to remove the paddle lead from the epidural space, however the lead is presently in the paraspinal area of the patient's body. Some motion/improvement of the lower extremities was seen after the last or intervention, however this will be a slow progression period that time will hopefully improve. The rep reported that the hcp was going to wait at least a year before considering the removal of the paddle lead and offer the patient (if they want), percutaneous leads instead. For now, the ins battery remained off in the patient's body, as well as the paddle lead that was residing in the par aspinal area.